Event description:
The user facility reported that during use, the distal part appeared to stretch. As a result, a new product was opened and utilized.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. (B)(4) is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. Only zizai (hereinafter referred to as the involved device) was returned to tcsc as the involved device. When observing the appearance of the involved device, the elongation of catheter was observed from the distal tip to near 45.0 cm. It was also found that there were kinks at points of 7.0cm, 11.5cm, and 27.8cm from the distal tip, and deformations at points of 37.3cm and 45.0cm from the distal tip. The inner and outer dimensions of the device involved were measured to inspect for the following possibilities. Total length: measured to check for elongation that has occurred in the involved device. Inner and outer diameters: measured to check for abnormalities that may cause tube deformations in the catheter, such as the thinness of resin. As a result, the inner and outer diameters of distal and proximal parts of the involved device were within our standard values, and no abnormalities were found. Furthermore, since the outer diameter of the catheter decreases at a position from 5.0 cm to 6.0 cm from the distal tip, it was found that the section where the catheter elongation occurred was between 5.0 cm and 6.0 cm to 45.0 cm from the distal tip. The catheter was kinked at 7.0 cm and 11.5 cm from the distal tip, and both long diameters were within our standard values, while the short diameters were outside of our standard values. In addition, the kink that occurred at 27.8 cm from the distal tip was outside of our standard value for both its long and short diameters. To inspect the possibility of narrowing of the device involved lumen due to elongation or deformation, we confirmed the passage resistance of the guidewire using the following samples. Method: insert a guidewire from the distal side of the involved device placed in a straight line. Then, pull out the guidewire from the proximal end of the involved device. Sample: involved device - guide wire (radifocus guide wire m rg-ga1618s lot.210309) result: although when a guidewire was inserted from the distal tip of the involved device placed in a straight line, there was slight resistance when passing through a kink part at 27.8 cm, a deformation part at 37.3 cm, and a deformation part at 45.0 cm from the distal tip, however, the guidewire could be inserted and removed. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of lot 240300180, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the deformation in the catheter, such as the elongation or kink. When observing the appearance of the involved device, the elongation of catheter was observed from the distal tip to near 45.0 cm. It was also found that there were kinks at points of 7.0cm, 11.5cm, and 27.8cm from the distal tip, and deformations at points of 37.3cm and 45.0cm from the distal tip. As a result of dimension measurement, the inner and outer diameters of distal and proximal parts of the device involved were within our standard values, and no abnormalities were found. Furthermore, since the outer diameter of the catheter decreases at a position from 5.0 cm to 6.0 cm from the distal tip, it was considered that the section where the catheter elongation occurred was between 5.0 cm and 6.0 cm from the distal tip. The catheter was kinked at 7.0 cm and 11.5 cm from the distal tip, and both long diameters were within our standard values, while the short diameters were outside of our standard values. In addition, the kink that occurred at 27.8 cm from the distal tip was outside of our standard value for both its long and short diameters. Although when a guidewire was inserted into the involved device, there was slight resistance when passing through a kink part at 27.8 cm, a deformation part at 37.3 cm, and a deformation part at 45.0 cm from the distal tip, however, the guidewire could be inserted and removed. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities that could cause the deformation in the catheter, such as the elongation or kink. From the above results, it was considered that the deformation such as elongation or kink of the catheter that occurred in the involved device may have occurred during use after shipment from our company.